Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm approximately one month ago. The aortic neck was 28 mm in diameter. A recent CT demonstrated that there was a type ia endoleak from another manufacturer's stent graft, that was implanted approximately two years ago. It was reported that the physician implanted another manufacture's stent in the left renal artery (chimney method) and an endurant cuff device above the previously placed stent graft for the treatment of the type ia endoleak. The endoleak was reduced, but it was not completely resolved. The procedure was completed and the physician decided to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), caused by another drug/device (interaction with other manufacturer's devices (snorkeled renal stent) likely contributed to this event). Evaluation, conclusion: another device caused failure (interaction with other manufacturer's devices (snorkeled renal stent) likely contributed to this event).